Event description:
Event description boston scientific crm received information that during a follow-up visit, this pacemaker was unable to be interrogated with two different programmers. Upon viewing electrocardiograms, therapy output was unable to be confirmed as no pacing output was noted in response to magnet application. The patient was asymptomatic and it was noted that this patient was paced one percent of the time. The device was part the hermetic sealing component advisory and included in the original population initially communicated on july 18, 2005. The device was expected to be explanted and replaced.